Event description:
Related manufacturer reference number: 1627487-2022-04776. It was reported that the patient¿s ipgs migrated closer to the skin causing discomfort following weight loss. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.